Event description:
It was reported the pt experienced "really bad withdrawal" and increased pain. The pt was given oral medication. The hcp was unable to aspirate cfs from the catheter and didn't want to "push dye". An MRI was done with notation that the catheter was connected to the pump and was traced to the intrathecal space. The pt had a barium swallow several days prior so it was difficult to visualize the exact location of the catheter. They were unable to see the tip of the catheter to verify a possible granuloma vs equipment failure. The catheter had been indwelling for 14 years. The drug in the pump was dilaudid and bupivacaine. The system was replaced. The hcp reported the pt outcome as "non-serious injury/illness".